Event description:
Reporter of adverse event: nurse. Summary of adverse event: patient is in the hospital due to leaking catheter, possible infection date of occurrence: dates and length of hospitalization are unknown. No further details provided. Md aware and drug therapy continues unchanged. Reported to cvs/caremark by health professional.